Event description:
It was reported that the patient passed away however the cause is unknown. It was stated by the physician that the vns is not suspected to have caused or contributed to the patient's passing. No additional relevant information has been received to date.

Event description:
Additional information was received from the physician that no cause of death could be provided because no autopsy was performed. The patient's husband stated that the patient fell and hit her head. It was also stated that the vns device was not suspected to have contributed to the patient's passing. The device was suspected to have been left implanted in the patient.

Manufacturer narrative:
Unique identifier (UDI) # - corrected information: (B)(4).